Event description:
It was reported that this inflatable penile prosthesis was removed as the patient was unhappy due to improper sizing as the cylinders only reached mid shaft. A new inflatable penile prosthesis was implanted. No patient complications were reported.